Event description:
It was reported while not in use, the v60 touchscreen was not functioning as intended. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H1: per gfe response, it was confirmed that once the touchscreen was calibrated, the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.